Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged l703 component on the distribution node pca. The root cause for the thermally damaged component could not be positively identified. No adverse event resulted from the damaged cable.

Event description:
During investigation into an unrelated issue, a reportable malfunction was found. The electrode belt sn (B)(4) was unable to communicate with a monitor.